Event description:
The customer reported false negative results with the binaxnow covid-19 ag card. This MFR. Report addresses patient 17 of 17. Via social media the customer reported a false positive result with the binaxnow covid-19 ag card. The customer reported: "17 symptomatic patients that were tested on binaxnow and tested negative, but later confirmed positive by pcr" no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers: 1221359-2022-00362, 1221359-2022-00363, 1221359-2022-00364, 1221359-2022-00365, 1221359-2022-00366, 1221359-2022-00367, 1221359-2022-00368, 1221359-2022-00369, 1221359-2022-00370, 1221359-2022-00371, 1221359-2022-00372, 1221359-2022-00373, 1221359-2022-00374, 1221359-2022-00375, 1221359-2022-00376, 1221359-2022-00377.